Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer initially used the original charging supplies but had not left the wall adapter plugged in for 30 consecutive minutes as advised. After following instructions to do so, the pump began charging, and no further assistance was required.